Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported the lead was explanted and replaced due to an undefined high voltage lead impedance anomaly. No further information is available.